Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Since the pump was not returned for investigation, the cause of the optical sensor issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A patient with acute myocardial infarction and cardiogenic shock was being escalated from an impella cp to an impella 5.5 for support. After connecting the impella 5.5 to the automated impella controller, an "optical sensor system error" was presented. The pump was disconnected, troubleshooting was performed, and reconnected. The console presented a ¿controller error: switch to back up controller¿. A new pump and console were used. There was no patient harm. This is one of two related reports. This report represents the pump and another report will be submitted to represent the automated impella controller.